Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 208078, expiration date 10/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.

Event description:
Customer tested 26.6 mmol/l on the mobile system and adjusted his insulin via insulin pump based on this result. Within 2 minutes the customer tested 6.3 mmol/l on the compact plus system. He cancelled the insulin and ate sandwiches to compensate for the insulin injection. No adverse event reported. Requested return of suspect device.